Event description:
It was reported that, during implant testing, the low energy shock impedance was 120 ohms. The doctor repositioned the electrode and the impedance increased to 160 ohms. The pocket was then closed, and the low energy shock impedance was now 255 ohms. Technical services asked if the patient had any sternal wires, there were none. Technical services advised to check the connection of the electrode to the pulse generator header. The local representative mentioned this to doctor. The doctor took the device out of the pocket and checked the connection, it looked good. Also, the header connection was burped upon electrode insertion into the header to remove excess air. The system was successfully implanted. There were no additional adverse patient effects.